Event description:
During a follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead damage was suspected but not confirmed. The device was programmed off to resolve the event. The patient is stable with no consequences.